Event description:
The pump was returned to animas. Evaluation revealed an intermittently responding keypad. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. The keypad buttons were found to be hardly responding. The keypad was removed and adhesive was observed under the button contacts. Evaluation revealed the internal clock battery on the pcb board had failed. Unrelated to this issue, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to this issue, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.